Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of chronic constipation and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient developed chronic constipation. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was reported as the chronic constipation. The patient was not hospitalized for the peritonitis. Remedial therapy consisted of vancomycin, amikacin and fortum. The outcome of the peritonitis was unknown and the outcome of the chronic constipation was not reported. The action taken with dianeal therapy was not reported. The physician believed the peritonitis was related to dianeal therapy and did not provide an assessment of causality for the chronic constipation.